Event description:
It was reported that at implant, telemetry and reprogramming of the pulse generator were not possible. A different pulse generator was implanted.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated due to multiple bits flipped including a corrupted ID bit. As returned, the device was in bvvi mode with normal bvvi electrical characteristics. The software could successfully be reloaded. Despite extensive testing, the multiple bits flipped could not be reproduced. The reason for the corrupted memoory could not be determined.